Manufacturer narrative:
The hill-rom technician found the siderail not latching due to a large plastic cap blocking latching assembly and spring latch assembly dirty. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician thoroughly removed debris and cleaned spring latch assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the right intermediate siderail stays up intermittently. The bed was located at the account in the basement. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).